Event description:
Information was received that smiths medical jelco protectiv safety i.v. Catheters needles are very dull on both 22g & 24g and they are having to stick their patient multiple times. No adverse patient effects were reported.